Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent minimum fill messages while attempting to load a new cartridge. Customer stated they were loading approximately 100-150 units of insulin each time. Customer was able to add more insulin to the cartridges and successfully load the cartridge onto the pump. Customer stated on the most recent occurrence they experienced low blood glucose levels reaching 38 mg/dl. Reportedly, the customer required assistance from their husband to test their bg levels and get food for the customer due to the low bg. Customer drank a sugary drink and ate peanut butter crackers to bring blood glucose levels back to target range.